Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead helix was failing to extend. The physician elected to use another lead and completed the procedure. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one piece with helix found retracted and clean. The helix was able to extend and retract by applying torque directly at the connector pin. The full helix extension length was measured to be within specification. Electrical testing, visual and x-ray examinations of the lead were normal with no anomalies found.